Event description:
The event involved a tego¿ connector where it was reported the silicone was broken after removing medical tape. After taking off the tego, the pressure returned back to normal. Dialysis was given without tego. The event occurred during dialysis. There was no concomitant drug and no concomitant device. There was no bleed back, no chemo and no biohazard. The device was not reprocessed/re sterilized. There was patient involvement but no patient adverse event/patient harm, and no delay in critical therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Manufacturer narrative:
Received one used 011-d1000 tego connector for inspection. The seal on the tego was pulled up and partially removed. There was a lack of adhesive found at the bottom rim of the tego. The seal was reassembled, and no other defects or anomalies were noted. The tego was accessed with a male luer and the fluid path was found to be clear. The tego was leak tested and met functional specifications. The reported complaint can be confirmed. The seal was not torn or cracked but had rolled up. The probable cause of the tego seal being rolled up is due a lack of adhesive applied during assembly in manufacturing.